Event description:
Account reported that patient underwent ilasik both eyes on (B)(6) 2014. Presented at 1 day post treatment with a slipped flap and striae in left eye. Visual acuity sans corrected (vasc) left eye was 20/30. Flap was repositioned (B)(6) 2014. Patient was seen (B)(6) 2014 vasc 20/20 right eye, 20/20 left eye. Referred back to their primary care provider.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.